Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "more than 1 coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("bad leg pain moved up to the very top of my thigh"), neck pain ("neck pain"), asthenia ("lack of energy"), feeling abnormal ("brain fog"), amnesia ("memory loss") and flatulence ("gas pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, pain in extremity, neck pain, asthenia, feeling abnormal, amnesia and flatulence outcome was unknown. The reporter considered amnesia, asthenia, back pain, feeling abnormal, flatulence, neck pain and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-leg pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case become serious incident, new event "back pain, neck pain, lack of energy, memory loss, brain fog, gas pain" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('told coils broke during removal/ there are still some fragments') and back pain ('back pain') in a 38-year-old female patient who had essure (batch no. 634989) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "more than 1 coils". The patient's medical history included hemostasis, fatigue and foggy feeling in head. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pain in extremity ("bad leg pain moved up to the very top of my thigh"), neck pain ("neck pain"), asthenia ("lack of energy"), feeling abnormal ("brain fog"), amnesia ("memory loss"), flatulence ("gas pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, back pain, pain in extremity, neck pain, asthenia, feeling abnormal, amnesia, flatulence and arthralgia outcome was unknown. The reporter considered amnesia, arthralgia, asthenia, back pain, device breakage, feeling abnormal, flatulence, neck pain and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a right fallopian tube and essure complete cross section of unremarkable fallopian tube segment. Medical device, for grossly examination. Left essure tube and tube. Complete cross section of unremarkable fallopian tube segment medical device, for grossly examination. Concerning the injuries reported in this case, the following ones were reported via social media-leg pain. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: told coils broke during removal/ there are still some fragments. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('told coils broke during removal/there are still some fragments') and back pain ('back pain'). In a 38-year-old female patient who had essure (batch no. 634989) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "more than 1 coils". The patient's medical history included: hemostasis, fatigue and foggy feeling in head. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pain in extremity ("bad leg pain moved up to the very top of my thigh"), neck pain ("neck pain"), asthenia ("lack of energy"), feeling abnormal ("brain fog"), amnesia ("memory loss"), flatulence ("gas pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, back pain, pain in extremity, neck pain, asthenia, feeling abnormal, amnesia, flatulence and arthralgia outcome was unknown. The reporter considered amnesia, arthralgia, asthenia, back pain, device breakage, feeling abnormal, flatulence, neck pain and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019, a. Right fallopian tube and essure complete cross section of unremarkable fallopian tube segment medical device, for grossly examination. B. Left essure tube and tube complete cross section of unremarkable fallopian tube segment medical device, for grossly examination. Concerning the injuries reported in this case, the following ones were reported via social media: leg pain. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: told coils broke during removal/there are still some fragments. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: new event: hip pain was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('told coils broke during removal/ there are still some fragments') and back pain ('back pain') in a 38-year-old female patient who had essure (batch no. 634989) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "more than 1 coils". The patient's medical history included hemostasis, fatigue and foggy feeling in head. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pain in extremity ("bad leg pain moved up to the very top of my thigh"), neck pain ("neck pain"), asthenia ("lack of energy"), feeling abnormal ("brain fog"), amnesia ("memory loss") and flatulence ("gas pain"). The patient was treated with surgery (hysterectomy). Essure was removed on 11-jan-2019. At the time of the report, the device breakage, back pain, pain in extremity, neck pain, asthenia, feeling abnormal, amnesia and flatulence outcome was unknown. The reporter considered amnesia, asthenia, back pain, device breakage, feeling abnormal, flatulence, neck pain and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a right fallopian tube and essure complete cross section of unremarkable fallopian tube segment. Medical device, for grossly examination. B. Left essure tube and tube. Complete cross section of unremarkable fallopian tube segment medical device, for grossly examination. Concerning the injuries reported in this case, the following ones were reported via social media-leg pain concerning the injuries reported in this case, the following ones were confirmed in patients medical record: told coils broke during removal/ there are still some fragments. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received: new event: told coils broke during removal/ there are still some fragments, lot number, lab data were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.